Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. During use of this watchman access system it was noted that blood leaked from the hemostasis valve. The blood loss was not significant. The device was exchanged for another of the same and the procedure was completed successfully. There were no patient complications reported.